Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal prialt/ziconotide 25 mcg/ml at 2.5 mcg/day via an implantable pump. It was reported that patient was not getting pain relief. The hcp opened the pump pocket, disconnected the pump segment from the pump, and there was no cerebrospinal fluid (csf). He then opened where the spinal piece connects with the pump piece. When he cut the catheter, he got csf coming from the spine piece and it appeared that the pump segment was kinked. He replaced the entire pump segment with a new 8784 catheter. The issue had resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-dec-2019, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.